Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was noted that the right ventricular lead exhibited elevated defibrillation impedance. No intervention was performed. The patient was in stable condition and will continue to be monitored.